Event description:
It was reported that the wake button on the pump was difficult to press and required multiple presses in order to turn the pump screen on. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.